Manufacturer narrative:
Pc-(B)(4). Batch # unk. Additional information was provided: the device had no problem before the 1st firing. The procedure was not converted to open. The surgeon commented that the target tissue was not thick, it is unknown why the deployed staples were unformed. He thought the slr was caused the issue. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a laparoscopic distal gastrectomy, a staple on the middle of the staple line on the cut end was formed in a lumbricoid shape. It was removed by a forceps. The device was used on the duodenum. The cartridge was a gst60b. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2022. Additional information an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.